Event description:
Allergan aesthetics received a call from a patient who was treated with coolsculpting elite system on (B)(6) 2024 and (B)(6) 2025 to the lower abdomen (stomach), upper abdomen (stomach), and flanks (love handles). Curve 120 (c120) applicator and curve 150 (c150) applicator was used on the lower abdomen, and curve 120 (c120) applicator was used on the flanks. The patient was alleged to developed paradoxical hyperplasia (ph) in the abdomen and flanks per provider medical safety on (B)(6) 2025.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a call from a patient who was treated with coolsculpting elite system on (B)(6) 2024 and (B)(6) 2025 to the lower abdomen (stomach), upper abdomen (stomach), and flanks (love handles). Curve 120 (c120) applicator and curve 150 (c150) applicator was used on the lower abdomen, and curve 120 (c120) applicator was used on the flanks. The patient was alleged to developed paradoxical hyperplasia (ph) in the abdomen and flanks per provider medical safety on (B)(6) 2025.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a call from a patient who was treated on (B)(6) 2024 and on (B)(6) 2025 to the lower abdomen (stomach) and upper abdomen (stomach), and flanks (love handles) and may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: d1 paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a call from a patient who was treated with coolsculpting elite system on (B)(6) 2024 and (B)(6) 2025 to the lower abdomen (stomach), upper abdomen (stomach), and flanks (love handles). Curve 120 (c120) applicator and curve 150 (c150) applicator was used on the lower abdomen, and curve 120 (c120) applicator was used on the flanks. The patient was alleged to developed paradoxical hyperplasia (ph) in the abdomen and flanks per provider medical safety on (B)(6) 2025.